Event description:
A customer reported the adc freestyle libre sensor detached during sleep after 5 days of wear. On (B)(6) 2021, as a result, the customer experienced symptoms of hypoglycemia described as sweating, excessive fatigue, arm pain, "borderline loss of consciousness", and was unable to treat themselves. The customer was provided something sugary to eat by his parents for treatment. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Observed the adhesive was returned. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached during sleep after 5 days of wear. On (B)(6) 2021, as a result, the customer experienced symptoms of hypoglycemia described as sweating, excessively fatigue, arm pain, "borderline loss of consciousness", and was unable to treat themselves. The customer was provided something sugary to eat by his parents for treatment. No further information was reported. There was no report of death or permanent injury.